Event description:
According to event details, bioglue surgical adhesive was used in conjunction with another dura sealing product during neurosurgical procedure for removal of a cyst (type unspecified) in the posterior fossa region (not an indicated use for bioglue surgical adhesive in the united states). The surgical adhesive was used in order to seal the dura by placing the adhesive on the seams between a duragen (trade marked) patch and the dura mater. At approx 2 mos postoperatively, in 2003, the pt returned to the site with symptoms consistent with meningitis (i.e, fever and headache). The pt was prescribed antibiotics and cultures were taken which indicated negative results for growth. The symptoms continued and the surgeon reoperated on the pt and removed bioglue as part of the procedure. The surgeon referred to the pt's condition as "chemical meningitis" which is referred to as a chronic condition of meningitis. The surgeon believes that the pt had some type of reaction to bioglue surgical adhesive or the duragen patch material.